Manufacturer narrative:
Investigation of the returned optowire iii by the market authorisation holder showed that the guidewire was fractured at 310mm from its distal end, in the proximal joint of the shaft portion of the device. The combined length of the proximal and distal fragments confirmed that no part was left behind in the patient. The characteristics of the fracture indicated that the guidewire broke from fatigue. The guidewire would have failed from repeated pull/push. No sign of excessive torsion or kink was observed on the guidewire. No evidence of manufacturing issue or material defect was observed. Based on the narrative and results from investigation, it is estimated that the attempt to free the guidewire from the tortuous position lead to the fracture by fatigue of the guidewire's shaft. The cause of the failure is likely related to the usage of the device beyond the recommendations provided in the instructions for use IFU). Review of device history record confirmed that the optowire lot was released per specifications. The investigation did not identify any new risk. The risks associated with the event are disclosed in the optowire iii instructions for use (IFU):the risks associated with the event are disclosed in the optowire iii instructions for use (IFU): if resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Optowire should be manipulated only under fluoroscopy. Care should be taken when manipulating a guidewire inside a vessel during device placement and removal. Observe optowire movement in the vessels. Before an optowire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque an optowire without observing corresponding movement of the tip; otherwise, vessel trauma may occur. Never advance an optowire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the vessel. If resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Do not use the optowire if any portion of the device or packaging appears damaged, if any portion of the sterile pouch has been opened or if product is expired. A corrective action was already put in place by the manufacturer. No additional action intended as a result of the incident.

Event description:
Used for lad. Optowire iii was stuck at tortuous position. The doctor decided to measure ffr at stuck position but no signal was indicated on the optomonitor. Since the doctor doubted the occurrence of the fiber fracture, he pulled the wire with force. The wire was withdrawn without any resistance but the wire was fractured. Remained fragment was retrieved with snare.